Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 397 mg/dl and diabetic ketoacidosis. Prior to the hospitalization, the customer woke up with a blood glucose of 430 mg/dl. She pulled out her infusion set but there were no anomalies noted. The customer treated via insulin pump bolus but her blood glucose would not decrease. She then treated via manual insulin injection. She was hospitalized between three to five days. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. No products were returned or replaced.